Manufacturer narrative:
Date of event is approximate based on date of implant.

Event description:
It was reported that following a previous replacement procedure the patient was unable to inflate their new inflatable penile prosthesis (ipp) without pain and it required several minutes to deflate. The patient stated there was an issue affecting the function of the pump component of the ipp. The patient was scheduled for a follow-up appointment with their physician to evaluate the device and whether replacement is required. No other patient complications were reported. Additional information was received that during follow-up the physician observed pre-erosion at the site of the pump. The physician advised the patient to not use the pump while healing. There are no plans for intervention at tis time.